Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter displayed the error 1 message. The complaint was classified based on the customer care advocate's (cca) documentation. The pt reported that the error 1 issue first occurred the day before at 5pm. The pt took no diabetes treatment actions as a result of the product issue. No information was provided regarding the pt's diabetes treatment regimen. The pt reported having excessive urination and sweating after the issue began. The pt contacted lfs at approx 10am (central time) regarding the product issue. The pt denied receiving medical intervention. The cca was unable to resolve the error 1 issue, which indicates a problem with the meter. The pt's products were replaced. The complaint is reported because the pt alleges he was unable to obtain a reading on the lfs meter and later experienced excessive urination, a typical symptom of hyperglycemia.